Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2mm4a; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the caller reports that the patient was having accidents and they were going to increase their stimulation, but they are getting a "maximum setting" message stating, "the system was operating at maximum settings. Therapy cannot be increased " message. Agent guided the caller through dismissing the message and decreasing the stimulation until the message went away. The issue was not resolved through troubleshooting. Agent reviewed what the message meant with the caller and patient confirmed understanding. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient representative. They reported that they saw managing physician on (B)(6) and patient was told that the wire became disconnected. Caller stated that patient had about three falls. Replacement of wire was on (B)(6). Caller said they are calling today as for about a week patient has noticed having accidents again. When asked, no changes to normal food/fluid intake, medications and confirmed no falls. Caller said that patient has noticed significant improvement compared to prior having the implant. Reviewed therapy information and general programming guidance. With some instruction, caller connected and made a slight increase to the setting. Patient to monitor and track symptoms.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2mm4a, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the wires were disconnected due to a fall and they had a new wire placed on (B)(6) 2024 and the issue was resolved.